Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the f/u performed on (B)(6) 2011, the physician observed that no values were displayed on the lead impedance trend curve. The physician requested an explanation.